Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Fifty days have passed since this issue was reported to mitek, and to date, despite outreaches, no additional information other than what was originally reported has been received: nothing has been received and no lot number has been supplied. We cannot tell anything from this: we cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder procedure the surgeon noted that there were metal shavings emanating from 4 lupine drill bits and falling into the patient&apos;s joint space. It is not known if all of the debris was retrieved from the body or not, however, the procedure was completed successfully without further issue or harm to the patient. Also see associated mdrs 1221934-2011-00253, 1221934-2011-00254 and 1221934-2011-00256.